Event description:
It was reported the patient's rf transmitter displays a 1208 error code which indicates a stuck button error message. Stimulation cannot be turned on. The patient's mother was advised to press the green button several times before turning on the transmitter and connecting it to the receiver. There is no additional information at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.